Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal supraventricular tachycardia (psvt)/atrioventricular reentrant tachycardia (avrt) with a navistar catheter and suffered a heart block av third degree requiring cardiac pacemaker insertion. Initially, ablation was being performed on the right atrial septum, but the physician was unable to eliminate the pathway. When the navistar catheter was changed from the d curve to the b curve and moved to a different location, a heart block occurred. Physician proceeded with the case. Cs catheter was replaced. Ablation was conducted in the left atrium and then the right atrium again. Physician was unable to completely eliminate the bundle of kent. Patient went into complete av block and the procedure ended. Intervention was a temporary external pacemaker. Patient scheduled for a permanent pacemaker to be implanted 3 days post-procedure. Patient required extended hospitalization for cardiac pacemaker implantation. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and not related to bwi products.